Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, likely caused by minute device mobility, is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigation.

Event description:
The patient's mother and school officials reported a decrease in hearing performance. The patient has been re-implanted, but the device has not been received.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's mother and school officials reported a decrease in hearing performance. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother and school officials reported a decrease in hearing performance. Reimplantation is being considered.